Event description:
This spontaneous case report from another country was reported by a nurse to our local affiliate. This case was initially assessed as non-serious, but has been reassessed and upgraded to serious, medically important. Initial and follow-up information received on 03-apr and 07-apr-09 respectively were processed together. This case involves a female patient who received poly-l-lactic acid (sculptra) therapy in 2009 in the forehead/temporal region. Poly-l-lactic acid was reconstituted with 5 ml of 1-2% lignocaine water. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed pain and "heaviness" at the application site of poly-l-lactic acid, and experienced double vision. The patient was seen at an eye hospital, where she was told the eye nerve was found to be swollen. Further test were ordered and the results are pending. Treatments provided, if any, were not specified. The outcome of these events is unknown. A ptc (pharmaceutical technical complaint) was initiated: it revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (another country). The review of the DHR (device history records) and of the analytical result of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.